Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient experienced an erosion of the mesh in the vaginal wall and the surgeon removed a piece of the mesh. Later the doctor removed the entire mesh from the vagina.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Patient (B)(4) - mesh exposure. Device (B)(4) - mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.